Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient experienced hypoglycemia at approximately 13:00 and had symptoms of frothing at the mouth and his eyes were rolled up. The patient's mother injected 3 glucagon shots and tested his blood glucose every few minutes. (B)(6). Mother was not sure if he was asleep or had a hypoglycemia. He did not have any spasm or fit, froth at the mouth neither. Around 7 pm, she could not put glucose into his mouth, so she administered glucagon shots. He did not go into the hospital and recovered from possible hypoglycemia and is doing fine. The lot numbers used in the tests are not clear. They sent back the most probable lot used. She mentioned that the test strips she used have an expiration date in 2015. Product was requested to be returned for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.